Event description:
It was reported that the left ventricular (lv) lead exhibited elevated thresholds. The high threshold on the lv lead was thought to be due to the lead slightly moving back from its original position. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.